Event description:
In 2006, a clinical incident involving a torbovac 90 arthrowand was reported to arthrocare corporation. Following an arthroscopy procedure of the right shoulder, an x-ray of the surgical area revealed a fragment remained in the clavicle area of the pt's right shouder. There are no plans to reoperate to remove the fragment. The pt is reported to be doing well.